Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to the misuse/mishandling of the device, attributed to a foreign metallic object (spring-like fragment) present within the ar-3610pk-3 perc insert kit guide, which mechanically obstructed the guide lumen and prevented the insert kit from sliding onto the dilator.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-07055696 that an ar-3610pk-3 perc insert kit for fibertak guide did not slide on the dilator. The surgeon successfully cleared the guide of some kind of metal object, similar to a spring. This was discovered during the case with no patient harm.